Event description:
The patient spouse reported that her husband, the patient had a v-go 40 fall off on 8/5 after taking a shower. The patient spouse mentioned that the v-go was applied on the patient's stomach about 3" above the beltline and an alcohol swab was used to clean the infusion site prior to applying the v-go. The patient disposed of the worn v-go in question.